Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported that after lasik surgery on the left eye, photophobia and discomfort required a lift and rinse of the flap. Topical steroid drops were prescribed. Add'l info has been requested.